Event description:
It was reported that patient experienced multiple burns on the legs following a leg vessel treatment using elite iq. Cynosure's clinical team investigated the event and confirmed user error was involved. Operator performed spot test with the 7mm spot size but performed treatment with 7mm and 5mm spot size. The provider confirmed the areas that received a burn were treated with the 5mm spot size and those areas blanched and frosted white. Per cynosure clinical: the 5mm spot size and fluence of 125 j/cm2 used may have been too aggressive and could have contributed to the burn. Clinical reference guide informs: whitening, a blanching response, or blistering following the laser pulse is an indication that energy levels are too high and should be decreased accordingly. Also, operator did not pre-cool or aggressively post cool the treatment area. Lack of sufficient cooling could have also contributed to the patient receiving a burn. Aggressive cooling with a chiller is recommended per labeling. Cynosure medical director also reviewed the incident and suspects full thickness tissue loss in the areas of the burns. Per cynosure medical director: prolonged healing and scaring is likely. The device was evaluated and found to be operating as intended within specification. Complimentary virtual training was dispatched to the site. Burns are expected side effects from laser treatments, however permanent scarring is a likely outcome and therefore reportable.